Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced discomfort due to the issue. One of the leads exhibited high impedance and ipg was unbale to be placed in MRI mode. Surgical intervention was undertaken during which one of the leads and ipg was replaced, thereby addressing the issue.